Event description:
On 09/23/2009, pt reported she has had 2 incidents where the infusion sets come unscrewed from the infusion device causing high readings. She stated the first time this occurred was about 1 month ago and the last time it occurred was about 1 week ago. Pt reported the infusion sets came from different boxes. Pt reported that she thinks that those that came unscrewed had been unscrewed from her body for at least an hour if not more. She states she did not realize it had come undone, and was noticing her readings were in the 200's mg/dl. Pt reports she bolused and an hour later, her readings were in the 300's mg/dl. She states she kept bolusing, but still her readings remained elevated. Pt reported her highest readings were in the 400's mg/dl. Pt's normal blood glucose range is between 6-180 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Pt reports her readings are currently back to normal. Pt stated she no longer had the affected infusion sets. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.